Event description:
It was reported that patient had a revision surgery or a journey bcs knee system due to unspecified reasons.

Event description:
It was reported that patient had a revision surgery or a journey bcs knee system due to instability which is causing pain.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. Since the report is for a revision surgery that was never confirmed, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.